Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was at the train station experienced weakness and started to experience cramps [presumed to mean seizures] and lost consciousness. The cgm was reading 76 mg/dl and there was no bg reading taken at that time. Someone called an ambulance and the patient regained consciousness at the ambulance. The patient was taken to the hospital, there they performed some tests. The patient recovered and was discharged after some hours the same day. The patient could not remember any treatments provided. Once the patient recovered she took the measurements and the cgm reading was 123 mg/dl and the bg reading was 200 mg/dl (after treatment). At the time of the report the patient was good. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values post event fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.